Manufacturer narrative:
Date rec¿d by MFR : 16apr2019, date of report : 29may2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The l service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that a failure occurred in the touchscreen.no patient or user harm was reported event date not specified; estimate used.